Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Unit received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.